Manufacturer narrative:
(B)(6) 2018 - this ICD was explanted on (B)(6) 2018. We received a device evaluation. After its receipt, the ICD underwent a visual inspection, and a status interrogation was performed. The device status was eri, 15 charge processes had been documented in the device memory. The charge drawn from the battery was checked and indicated a battery discharge that did not meet expectations. In the next step, the capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. To test the tachycardia therapy, a fibrillation signal was supplied, which was detected by the ICD as expected. The detection was followed by a charge process. And a shock was delivered. The specified shock energy, in particular, was reached. Further electrical analysis identified an increased current uptake of the ICD. This increased current uptake led to a premature battery depletion. In a next step, the ICD was opened, and the internal structure was examined. The visual inspection of the internal structure did not show any irregularities. The battery voltage was measured directly and confirmed a discharged battery. During the examination of the electronic module, a defective capacitor was detected as cause for the increased current uptake. The manufacturing process of this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior at the time of shipment. It can therefore be assumed that the determined cause of the increased current uptake occurred only after the delivery of the device. Based on the analysis results, it is, however, not possible to make a statement regarding the origin of the damage. In summary, the increased current uptake could be verified, and its cause could be determined. The icds capability to provide therapy was not impacted at any time during the implantation period. The specified shock energy, in particular, was ensured at all times.

Manufacturer narrative:
The device is currently not available for analysis. No conclusions regarding the clinical observation can be drawn for the time being. The analysis will continue as soon as new information is available.

Event description:
Ous MDR - it was reported that high power consumption was noticed about 19 months after the implantation. The patient is monitored via homemonitoring. The device was not returned, it remains implanted.